Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was between 200 mg/dl to 400 mg/dl. Customer¿s other blood glucose was 71 mg/dl. The customer was treated with food. Customer was neither in emergency room and nor admitted into hospital. The customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.